Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No lens in box. Visual inspection found no lens returned. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon noticed on (B)(6) 2019 a cc4204a, +19.0 diopter, intraocular lens tore during injection into the patients right eye (od). There was patient contact (lens touched the eye) with no patient injury. The lens was removed and back up lens implanted within the initial surgery. Cause of the event is reported as possible tech error.